Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2408-56, serial number : (B)(4), batch/lot number: 20248262 / 20455097, model/catalog description: avista MRI perc lead kit 56 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively.